Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted. There was 1 patient involved in this event.

Manufacturer narrative:
Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).